Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Pump passed sleep current measurement, active current measurement and displacement test. Pump received error 25 due to j6 connector resistance issue.

Event description:
Information received by medtronic indicated that the insulin pump had power error detected alarm. Customer was able to clear the alarm and able to complete rewound the insulin pump. Customer reported the insulin pump was not exposed to high temperature. Notification light did not immediately stop flashing. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.